Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of damaged power cable connector on the mpu, was confirmed when the unit was evaluated by depot services. The mpu patient cable was replaced as the threads on one of the mpu connectors was damaged. The damaged mpu patient cable was returned for further evaluation. The top thread on the black power lead connector was damaged and worn. However, the damaged thread on the mpu connectors did not affect the threading and locking of the mating controller connector. The cause of the thread damage was unable to be determined through this analysis. The mpu assembly (pn 108285) was made in dec 2017. The unit was packaged (pn 107758) and placed into stock on 16jan2018. The unit (pn 100160230) was placed into the rental/loaner pool on 26jan2018. The unit was last returned for service on 06dec2018. The unit was sent to the customer on 11dec2018. Set up and use of the mobile power unit (mpu) are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas instructions for use (IFU). Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook (p.3-6) and the heartmate 3 lvas IFU. The heartmate 3 lvas patient handbook states that the patient should contact their hospital should they believe their equipment has issues - "if for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment". No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Facility: (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the threads of the patient cable were broken.